Event description:
The circuit was being used on a long term care pt with an original diagnosis of a cva (stroke). The circuit was being used with a plv ventilator and while in use on the pt the circuit became disconnected at the 50cc flex tube with an hme attached. The report was that 24 cmh2o pressure was held in the circuit and therefore the ventilator did not alarm for low volume or pressure. The pt may have been off the ventilator for approximately 30 minutes. Pt did pass away.

Manufacturer narrative:
Unfortunately, the product samples are not available for eval. However, samples from our current process were reviewed and no anomalies were found, all connections were found acceptable. Our manufacturing process was reviewed, and no problems were found related to the issue reported. Based on the info received the circuit disconnected at the hme, which is not part of the cardinal health circuit. The hme, the flex tube and the closed suction system were added by the facility to the cardinal health circuit and none of the added devices are products produced by cardinal health. The circuit was altered from its original configuration.